Event description:
Saw blade will not stay attached during use. Case type: tka. Surgical delay: = 15 minutes.

Manufacturer narrative:
Update to b2, d2 and additional mfg narrative. Reported event: it was reported that saw blade will not stay attached during use. Case type: tka, surgical delay: = 15 minutes. Product evaluation and results: functional inspection confirmed attachment isn't able to clamp all the way down on blade - won't lock. Product history review: review of the device history records indicate (B)(4) devices were manufactured and (B)(4) were accepted into final stock on 07-jun-2019 with no reported discrepancies. Review revealed that the non conformance is unrelated to the event. Review of the device history records indicate (B)(4) devices were manufactured & accepted (including serial (B)(6)) into final stock on 03-jun-2019 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35010519 shows 3 additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
Reported event: it was reported that saw blade will not stay attached during use. Case type: tka, surgical delay: = 15 minutes. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: review of the device history records indicate 39 devices were manufactured and 38 were accepted into final stock on 07-jun-2019 with no reported discrepancies. Review of the qt 19-06-0042 revealed that the non conformance is unrelated to the event. Review of the device history records indicate 11 devices were manufactured accepted into final stock on (B)(6) 2019 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35010519 shows 2 additional complaints related to the failure in this investigation. The complaints are pr: 2163893 and 2190898. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Saw blade will not stay attached during use. Case type: tka. Surgical delay: = 15 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Saw blade will not stay attached during use. Case type: tka. Surgical delay: = 15 minutes.